Manufacturer narrative:
(B)(4),unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during a routine inspection of a loaner set, it was observed that the torque wrench was found to be out of drawing specification. The specification is 72-88 with a torque tested high - 88.6-90.1. There was no known patient or hospital involvement. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). This was previously reported under medwatch report number 1526439-2019-51834.